Event description:
It was reported that a pt was found on the floor in a sitting position. The facility incident report indicates the pt sustained a left frontal bruise and a fractured left hip which required hospitalization. The nurse manager reported that the medical personnel on duty at the time of the alleged incident stated that the siderail was raised when they left the pt and it was lowered when they found the pt. The maintenance personnel inspected the bed and found the bed, including the siderails, to be fully functional.